Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, inspection and testing was unable to confirm the error b40 (not connected with the light source); therefore, a definitive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the b40 complete video malfunction could not be duplicated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center experienced a b40 complete video malfunction. The issue occurred during preparation for use, for an unspecified diagnostic procedure. There were no reports of patient harm.